Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. The inner cover was replaced. After the position was changed after the gantry rotation, the door could be opened, and the procedure was completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for cervical vertebra procedure. It was reported that the door could not be opened when the door open button was pressed after start up. Site believed that the probable cause of this issue was effect of the damaged door cover from a different case. This issue occurred preoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.